Event description:
During product evaluation of a companion sample, it was determined that the minicap transfer set did not meet dimensional specifications. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13c07061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An evaluation of the companion sample was conducted. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. During the integrity of the seal surface test, no leaks were found. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.